Manufacturer narrative:
The insulin pump had no down button response due to corroded keypad traces. The insulin pump had minor scratches on the display window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump buttons were unresponsive. Customer stated he took off the batteries and cap and all of the buttons were not responding. Customer's blood glucose was normal. No further information provided.